Event description:
The report received from the study indicated that approximately six months after the index procedure, the patient was reported to have a clinically driven staged procedure followed by a re-percutaneous coronary intervention (re-pci). The patient was found to have a 99% intra-stent restenosis (isr) of the previously implanted cypher select plus 3.0 x 28 mm stent. The stent was reported to be possibly under-expanded. No procedural details were available regarding the re-pci/treatment of the restenosis at the time of this report.

Manufacturer narrative:
The indication for the index procedure was unstable angina and resting ECG changes. The patient was found to have three-vessel disease and had one lesion treated during the procedure. The patient's left ventricular ejection fraction was not provided. The target lesion was the mid right coronary artery (rca). No additional procedural details were available. The patient was discharged the day after the index procedure. A phone contact at the one-month follow-up period indicated the patient was asymptomatic and continuing her medical regimen. A patient visit at the six-month follow-up period indicated the patient had angina, was continuing her medical regimen and had coronary angiography done followed by a re-pci procedure. Please note that device is distributed outside the united states, however, it is similar to the united sates product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.